Event description:
Surgeon removed a foreign body from the right femoral vein in the right groin area. The foreign body was a femoral catheter in two (2) pieces. One with a knot in it that broke off into the femoral vein. The piece with a knot is approx two (2) inches in length. The other piece is approx four (4) inches in length.